Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during routine check, the cs100 intra-aortic balloon pump (iabp) display is blurry on the lower end. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d1, d4. A getinge field service engineer (fse) evaluated the unit and opened the display module, removed the display ribbon cable connection on both ends which rectified the issue. System operating hours noted as 8442 hours. The unit is working satisfactorily and was handed over to the customer in good working condition.